Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure took place in 2007, during which two vessels were treated. The mid lad lesion was implanted with one xience v stent and the proximal cx lesion with another xience v stent. Predilatation was performed prior to stenting of both lesions. No procedural complications were reported. In 2009, the patient presented with chest pain and was rehospitalized and given nitroglycerin. Angiography revealed a 70 - 100% restenosis of the xience v stent implanted in the mid lad. Treatment was performed for the restenosis with a cutting balloon to score the plaque down to 0%. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident. The patient effect of angina and restenosis, as listed in the xience v IFU are known potential adverse events associated with coronary stenting procedures and are not necessarily an indication of a product quality deficiency. In this case, the angina was likely a secondary effect of the restenosis, which resulted in further hospitalization, treatment with a cutting balloon and medication. A definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.